Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Review of the most recent checklist determined the seal was damaged and prevented the lid from closing. Device scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the device was nonfunctional. There was no patient involvement. Attempts have been made and no further information has been provided.